Event description:
Olympus (osp) was informed that the customer visera elite xenon light source¿s ¿main lamp and spare lamp indicator are blinking on the front panel¿. The doctor at the user facility mentioned ¿some small sound was observed at the time of the procedure and spark was also observed with blast of components sound was heard. Then basic troubleshoot was perform in the workshop (fuse changed and perform other basic activities) after that xenon lamp is ignite but not more than 15-20 minutes and spare lamp indicator blinking on front panel is observed¿. Another light source was used. No death injury or harm was reported.

Manufacturer narrative:
The referenced device was returned for inspection. The customer¿s reported issue was confirmed, unable to ignite main lamp and spare lamp indicator was blinking attributed to a defective/faulty converter unit. The cause of the defective converter unit is unknown. Additionally, the inspection found the converter was found disconnected and disassembled. Wrong screws were used all over the light source and the top cover was slightly dented. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomena was a failure of the converter which was determined to have been due to improper handling. The clv-s190 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Repair and modification. Do not disassemble, modify or attempt to repair it.¿ olympus will continue to monitor field performance for this device.